Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. The unexpected medical intervention appears to be related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
B3: date of event estimated as 12/10/2022. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled, femoral arterial calcification and plug- vs. Suture-based closure device strategies post-transcatheter aortic valve implantation: insights from choice-closure'.

Event description:
This was reported through a research article. The study investigated the randomized comparison of catheter-based strategies for interventional access site closure during transfemoral transcatheter aortic valve implantation (choice-closure) trial for pure plug-based technique or a primary suture-based technique in calcified access sites. Multiple vascular closure devices were discussed, including proglide devices. The study concluded there appeared to be more minor access-site bleeding in the presence of anterior calcification in the suture-based strategy, and conversely, there appeared to be more minor access-site bleeding with the plug-based strategy in the absence of anterior calcification. This would require treatment/an additional method to achieve hemostasis, although the method to achieve hemostasis was not specified. Although some complications were noted with all vascular closure devices discussed, the complications specifically for proglide device included (bleeding, medical intervention). The study concluded that in general, patients benefit from hemostasis by means of vascular closure devices compared with plug-based strategy technique devices. Specific patient information is documented as unknown. Details are listed in the attached article, titled "femoral arterial calcification and plug- vs. Suture-based closure device strategies post-transcatheter aortic valve implantation: insights from choice-closure".¿